Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, 14mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 2.75mm in diameter second diagonal (d2) branch. The lesion contained >45 and <90 degrees bend. After a 6f non-bsc guide catheter was placed, a non-bsc guide wire was advanced to the left anterior descending (lad) artery as a buddy wire, and another non-bsc guide wire was advanced to the target lesion. A 1.20mm x 15mm emerge¿ balloon catheter was advanced for pre-dilation but failed to cross the lesion even after several attempts. After a 1.25x15 non-bsc balloon catheter was advanced successfully, a 2.5x15 emerge¿ balloon catheter was also advanced smoothly to pre-dilate the lesion. The bifurcation point of lad-ostium diagonal branch which has a 10 year old non-bsc stent was pre-dilated with a 3.00mm x 15mm nc emerge® balloon catheter. A 2.75 x 16 synergy¿ drug-eluting stent was then advanced through the non-bsc guide wire to the target lesion, which still has a non-bsc guide wire to lad as buddy wire; however, resistance was encountered. When the stent reached the aortic arch, the stent could not advance further. The device was pulled out and it was then noted that the distal end of the stent was frayed and distorted. The 3.00mm x 15mm nc emerge® balloon catheter was used again to post-dilate the 2.75 x 16 synergy¿, but could not cross the angled ostium after many attempts. A new 3.00mm x 15mm nc emerge® balloon catheter was then used and the procedure was completed. No patient complications were reported and the patient's status was stable.